Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tip of connection screw tip of the aiming arm broke off in the insertion handle. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.